Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's leads, had triggered a lead safety switch (lss) due to an unspecified out-of-range right ventricular (rv) pace impedance measurement. Upon interrogation, the rv pace impedance measurement was 400 ohms. There was no rv capture in bipolar, however there was rv capture in unipolar. It was noted that impedances were fine in both unipolar and bipolar. The patient was throwing up and had passed out in the past couple of days while lying in bed. It was unclear whether these symptoms were associated with the change in programming. Technical services (ts) discussed possible myopotential noise resulting in pacing inhibition while in unipolar. It was noted that the minute ventilation (mv) feature was programmed on, but was previously thought to have been off. The field representative planned to review isometrics, bipolar sensing, and mv. Additional information received indicated that the plan was to continue monitoring as the patient was not pacer dependent and the lead was working in unipolar. This pacemaker system remains in service. No additional adverse patient effects were reported.